Event description:
It was reported that the locking titanium adapter separated from the uv flash transfer set patient connector during use. The transfer set had been used for 78 days prior to disconnection. The patient took prophylactic administration of antibiotics. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the sample was not available, an evaluation could not be performed. If any additional relevant information becomes available, a supplemental report will be submitted. This is the same patient as (B)(4).